Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: occurred during a laparoscopic hernia repair procedure. The balloon would not inflate at all. To correct the issue, opened another of the same device. There was no patient harm.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.